Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a system had dark illumination and a system message was displayed before a procedure. There was no patient involved.

Manufacturer narrative:
The customer reported the illumination from the system was dim and displayed system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service.¿ the company service representative examined the system and was able to replicate the reported issues. The company service representative confirmed the system message reported. The system message reported is an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on december 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The root cause of the reported illumination issue can also be attributed to the xenon lamp, which exceeded its rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported the illumination from the system was dim and displayed system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service.¿ the company service representative examined the system and was able to replicate the reported issues. The company service representative confirmed the system message reported. The system message reported is an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on december 10, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The root cause of the reported illumination issue can also be attributed to the xenon lamp, which exceeded its rated life. The manufacturer internal reference number is: (B)(4).